Event description:
Rapid response team (rrt) traveled to CT scan on the transport vent without issue. Upon arrival to the CT suite, vent alarming "peep leak" and no chest rise noted, as well as patient desaturating. Patient manually ventilated while rrt tried to troubleshoot the vent with no success. Rrt resource contacted and came with a replacement. (The first vent the rrt resource tried to bring did not pass pre-use check). Manufacturer came on site to supply safety checked loaners and safety check the other zolls we had in house that we pulled after this failure. Ongoing issues with zvent transport vent, but this was the first time it occurred on a patient and not just during the pre-use check. Both vents were surrendered and submitted to zoll. It is unclear which one failed while on a patient and which one failed during the pre-use check; but both failed. We pulled all our zolls at this time. Zoll safety checked our zolls as well as provided loaner zolls that had been thoroughly checked. This is an ongoing issue with our transport vents, but the first time it failed while on a patient.